Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
On wednesday, (B)(6) 2017, dr. (B)(6) preformed an l4-5 lumbar fusion. At left l4 she placed an expedium viper x-tab screw. At right l4 and at left and right l5, dr. (B)(6) placed expedium verse screws. At the end of the case, the surgeon removes the tabs that are attached to the screws and they are discarded. At the end of every case, I ask the scrub tech to count that all of the tabs are there and measure them to make sure they are all even in height. On this day, the regular scrub tech had a student in the room that he was teaching. I asked them both to count 6 verse screw tabs and 2 viper xtabs and confirm. Both scrub techs confirmed the count to me. Then the pa asked to confirm the count of the tabs and the scrub techs confirmed. Neither the pa nor myself saw for ourselves that the count was correct. Then, on friday, (B)(6), dr. (B)(6) called me to say that a verse screw tab was left in the patient and they needed to bring the patient back to surgery to retrieve the piece. Surgery was preformed on saturday, (B)(6) to remove.